Event description:
Additional information was received 20jan2021 and was inadvertently omitted from the initial report. The anatomy was not tortuous, but was mildly calcified. Additional information was also received 17feb2021. The user noted a leak from the sheath, near the hub, when the device was flushed with saline. Additionally, upon return of the device, the sheath was not unraveled.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Description of event: as reported, during an interventional procedure of the posterior tibial artery, a flexor raabe guiding sheath leaked. The user noted a leak from the sheath, near the hub, when the device was flushed with saline. Another manufacturer's atherectomy device was used during the procedure. Upon completion of the procedure, the sheath was reportedly difficult to withdraw back over the iliac arch. An angiogram noted a split in the side of the sheath. The dilator was not reinserted prior to removal of the device. The anatomy was not tortuous, but was mildly calcified. Upon return of the device, the sheath was not unraveled. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. The complainant returned kcfw-6.0-38-90-rb-raabe used to cook for investigation. Physical examination of the returned device showed: one used sheath received. Surface damage of several little lateral slices noted starting at 23.5cm from distal end and is 22.5 in length. The slices allow fluid leakage as reported. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal. Instructions for use sheath introduction 1. If the device has hydrophilic coating, activate the coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement. How supplied upon removal from package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has concluded patient anatomy and device failure contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Reporter occupation = lab manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an interventional procedure of the posterior tibial artery, a flexor raabe guiding sheath split. Another manufacturer's atherectomy device was used during the procedure. Upon completion of the procedure, the sheath was reportedly difficult to withdraw back over the iliac arch. An angiogram noted a split in the side of the sheath. The dilator was not reinserted prior to removal of the device. After the sheath was removed from the patient, the user found that the "braiding" of the sheath was exposed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested, but is not available at this time.